Event description:
The physician was using a wilson-cook six shooter saeed multi-band ligator for a varicies banding procedure. The endoscope corkscrewed when an attempt was made to deploy the fifth band. They cut the string in order to remove it from the endoscope. No injury to the pt was reported.